Event description:
The patient underwent successful the right middle cerebral artery aneurysm stent assisted embolization. However, during the procedure, the patient developed a left hemiparesis due to an obstructive clot. The complication was treated by endovascular method for hemiparesis and craniotomy. Hospitalization was prolonged and the patient had a permanent neurological deficit. The physician stated that the implanted stent is possibly related to the reported adverse event. The day after the procedure, the patient suffered a cerebrovascular accident (cva). The physician determined the relationship of the cva with the neuroform as unknown.

Manufacturer narrative:
The device remained implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis, stroke and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
The patient underwent successful the right middle cerebral artery aneurysm stent assisted embolization. However, during the procedure, the patient developed a left hemiparesis due to an obstructive clot. The complication was treated by endovascular method for hemiparesis and craniotomy. Hospitalization was prolonged and the patient had a permanent neurological deficit. The physician stated that the implanted stent is possibly related to the reported adverse event. The day after the procedure, the patient suffered a cerebrovascular accident (cva). The physician determined the relationship of the cva with the neuroform as unknown.